Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use at the time of the event. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting found that the data model consistency failed when performing host pc and image processing pc (ippc) connection verification. Recreating the image store did not solve the issue. The fse determined that a failure with the ippc hard disk was the probable cause. The fse replaced the hard disk and reloaded the system software. After the hard disk was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were not available.the device was in use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.